Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that there was misalignment in the touch position. There was no patient involvement. The issue was found during periodic maintenance. The manufacturer¿s international service technician confirmed the reported issue. Although touch screen calibration was performed, the phenomenon was not resolved. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The device was not being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. No part was returned. Based on the review of ¿user interface issue/ touchscreen¿ the risk level associated with this complaint is 0. Found during periodic maintenance which is outside of clinical use and presents no direct patient harm.

Manufacturer narrative:
H10: the part was returned to failure investigation. The resistance measurements and resistance ratio test passed. The reported complaint touchscreen failed was not duplicated. There was no fault found on this returned touch screen assembly.